Manufacturer narrative:
The pipeline braid was returned within the outer carton, inside of a biohazard bag and a shipping box. There was no pushwire returned with the braid. The distal and proximal ends of the pipeline braid were found fully opened and moderately frayed. No other anomalies were observed. Based on the returned device, the pipeline was not confirmed to have pushwire separation as the pipeline braid was returned without the pushwire. The ends of the braid appeared to be damaged. However, the cause for damage could not be determined. Since the pushwire was not returned; any contribution of the pushwire to the separation issue could not be determined. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pipeline flex has not been returned for evaluation. The device was not returned, therefore the reported event could not be confirmed. An event cause could not be conclusively determined from the reported information.

Event description:
Medtronic received report that a pipeline ¿tip coil escaped from delivery system¿ during a procedure. There were no reports of patient injury in connection with this event. The patient was undergoing treatment for a cerebral aneurysm.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was undergoing treatment for an aneurysm in the right v4 vertebral artery. The vessel tortuosity was normal. It was reported that the pipeline ¿tip coil escaped from delivery system¿ during device deployment. There were no device issues noted prior to this event. A gooseneck snare was used to remove the tip coil from the patient. Afterward, a new pipeline device was used to complete the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.